Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lad. The lesion was 75-85% stenosed with no tortuosity. The device was inspected prior to use with no issues noted. The lesion was pre-dilated and no resistance was encountered at the lesion. The device could not cross the lesion. Another device was used to complete the procedure. There was no patient injury. Device evaluation: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th proximal segment had raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
(B)(4). Results and conclusion: (stent deformation). (75-85% stenosis) 3211 deformation problem (stent).